Event description:
A malfunction on the pump was reported by the caller, and there were no notable events preceding the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the malfunction code reappeared.